Event description:
Patient commented that last week her pump serial number (B)(4) was having error message of no disposable clamp tubing and she had about half a cassette left, so then she tried putting that cassette to her other pump serial number (B)(4) and it was giving same error message. Pt ended up making a new mix instead into a new cassette and has had no issues with pumps since. Pump no longer gave error message. Patient believes it is a cassette issue, not a pump issue. I asked if pt still had the cassette if we needed it for any kind of testing and per pt she tossed it and wouldn't know which one it would be in her trash. Patient did not have any clinical injury, patient was able to infuse herself with new cassette, no further information is known. Cassette was in use, pt has extra cassettes on hand, this is a life sustaining infusion, outcome is resolved. Reported to (B)(6) by: patient/caregiver.